Manufacturer narrative:
Concomitant product(s): product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead . (B)(4).

Event description:
A patient implanted for non-malignant pain and occipital neuralgia reported they were going to be undergoing a revision surgery on (B)(6) due to migration of the leads and two electrode failures. The patient wanted a manufacturer's representative (rep) to be present at their surgery.